Manufacturer narrative:
Currently is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime multiple times when attempting to rewind. Customer stated that insulin was squirting out. No further information reported.